Event description:
The facility was transferring the resident from the bed to the wheelchair when the top right hand clip became detached from the hangar bar. The patient fell to the floor, suffering lacerations to the right lower leg and a bruised nose. The resident was taken to the emergency room.